Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Follow-up with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Patient was revised to address a fracture of the patella implant.

Manufacturer narrative:
Primary knee operated 2012 got an additional patella (B)(6) 2014, felt something in (B)(6) 2015 and then the patella button was fractured got revised (B)(6) 2015. Conclusion and justification status: following investigation by applied research and bioengineering, notification was received that: the mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as required. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.